Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead and left ventricular (lv) lead were not able to pace when performing a threshold test, even at the highest voltage. The leads were tested with the analyzer and found to pace normally. The device was explanted and replaced. No patient complications have been reported asa result of this event.